Event description:
It was observed that during the device evaluation, the camera head was found with a corrosion at the video connector, electrical contacts and corrosion on the scope mount. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no findings/issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.